Event description:
The catheter disconnected from the hub. The catheter was taped down but the pt grabbed it after it broke. A nurse went out and removed the catheter and replaced it. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 3fr midline. Returned for eval is the hub only. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. In order to view the tubing at the breakpoint, the catheter hub was dissected distal to the break. Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured, it may migrate or inadvertently be broken."